Event description:
During a code situation electrodes were placed on the pt. The monitor was charged to 360j and the pt was shocked. The front of the electrode arced, which resulted in a burn to the pt. The electrodes were replaced and the code continued without further incident. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regualtions.